Manufacturer narrative:
(B)(4). The facility has communicated that the device is not available for evaluation. The device history review could not be conducted since the lot number was not provided. A verification of failure mode reported in the current manufacturing process was conducted from the current production p/n ae05ml auto endo5 ml lot# 73e1800769 and the issue reported "clips stuck in applier" was not observed in the current manufacturing process the clips were loaded, closed and released correctly. Corrective actions cannot be established, the customer complaint cannot be confirmed, and the root cause cannot be determined since it is necessary to receive the physical sample to perform a proper investigation and to confirm the alleged defect. If the alleged defective samples become available at a later date, this complaint will be updated accordingly. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that during laparoscopy-assisted distal gastrectomy, when the user ligated the vessel with a clip, it got stuck in the jaw of the applier. The issue occurred repeatedly during the procedure, and the user tried and removed clips from the jaw, but finally one clip got jammed in the applier and did not come out. As a result, this ae05ml was replaced with another competitors' device, covidien endoclip and the procedure was continued. There was no patient injury.

Manufacturer narrative:
(B)(4). The appropriate investigation codes were added to the report.

Event description:
It was reported that during laparoscopy-assisted distal gastrectomy, when the user ligated the vessel with a clip, it got stuck in the jaw of the applier. The issue occurred repeatedly during the procedure, and the user tried and removed clips from the jaw, but finally one clip got jammed in the applier and did not come out. As a result, this ae05ml was replaced with another competitors' device, covidien endoclip and the procedure was continued. There was no patient injury.